Manufacturer narrative:
Device was received with a critical pump error alarm and pump error 35 alarm due to moisture damage on the force sensor. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error alarm. Moisture damage was also found on the electronic assembly and motor during visual inspection. Device was also received with case cracked behind the pump near the battery compartment and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an open book image and was damaged. The customer¿s blood glucose level was unknown. The customer stated that there was a crack on the back side of the insulin pump and also the reservoir lip ring was damaged. The customer stated that the insulin pump was being, they tried to put in a battery and it was alarming. The customer also mentioned that they received a broken force sensor was detected during seating or regular delivery error prior to the open book image. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.